Manufacturer narrative:
The insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/ test, excessive no delivery test and displacement test. However, the insulin pump was received with high idle current due to faulty mother board. The insulin pump was monitored and no watchdog timeout alarms or constant buzzing noted. No cosmetic damage noted.

Event description:
The customer reported via phone call that they had a watchdog time out alarm on the insulin pump. The customer reported the insulin pump was buzzing. The customer stated a battery change did not resolve the alarm. Customer's blood glucose was unknown at the time of incident. The customer was able to clear the alarm with the esc and act button. Customer was unable to the perform the rewind process as the insulin pump was unresponsive. A self-test could not be performed on the insulin pump due to the buzzing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.